Event description:
A report was received stating the device cuff was too porous, causing the cuff to leak while in use with the pt for an unk amount of time. No incident related medical sequela was reported.

Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.